Event description:
On 06/11/2001, the manufacturer received a certified letter from the patient's attorney that states the following: in 1998, the patient received an implant of your manufacturer's mechanism, being one (1) triumph-1 vascular access system, catalog #spo-15-1. The mechanism was installed at a regional medical center without incident. In 2001, the pt began experiencing problems with the mechanism. It was subsequently determined that the mechanism had broken approximately 2 or 3 inches below the device. The broken lower portion of the device catheter lodged in the patient's right atrium. As a result of the failure of the mechanism, the pt was required to undergo surgery on event date, to remove the first mechanism above described. This second surgery took place a hospital.